Event description:
On (B)(6) 2011, the patient underwent the surgery with the g3 nail. It became impossible for a patient to walk suddenly during home healthcare. Therefore, the surgeon confirmed x-ray. And he found that the part of the lag screw hole of the nail broke. On 2012 (B)(6), the surgeon removed the broken nail and the patient underwent the revision surgery by the nail of competitor. The surgeon requested the investigation of the broken nail.

Manufacturer narrative:
The patient is (B)(6). Additional information has been requested and if received, will be provided in a supplemental report.